Manufacturer narrative:
(B)(4). The investigation showed that a fiber cracked. This could occur when the fiber is shrinking or the device gets external stress. (B)(4).

Event description:
On (B)(6) 2012 the customer stated that there was a blood leakage on the outlet side noticed. (B)(4).